Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, this (B)(6) year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they were hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) on (B)(6) 2021 with abdominal pain. Peritoneal effluent fluid cultures taken in the ed presented with staphylococcus epidermidis and a white blood cell (wbc) count greater than 3000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequencies, and durations unknown) in the ed. The patient was released to home on the same day with no hospital admission. It was confirmed the patient¿s peritonitis, and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering and continues ccpd therapy on the same liberty select cycler at home following this event. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to touch contamination during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique or ¿touch contamination¿ is the leading source of the transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.